Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a titanium adapter and a non-baxter catheter extension set (transfer set). This event occurred during drain four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that an ¿adapter¿ (also referred to as a ¿universal connector¿) was in use to allow the non-baxter home patient (hp) to perform pd therapy with the baxter homechoice. Prior to the start of therapy, all connections were properly tightened. There was no patient injury or medical intervention associated with this event. No additional information is available.